Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient died of maltophilia infection. The pump and the main system controller will be returned for analysis.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection, as well as a direction correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. No device-related issues were identified during the evaluation of (B)(6). (B)(6) was returned assembled with the pump cable severed approximately 3.5¿ from the pump header. The distal portion of the pump cable was not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Review of extracted log files from the returned device appeared to show the pump operating as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6), including packaging and sterilization records, were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿ lists infection as a potential adverse event that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿, provides care instructions in reference to preventing infection. Section 4 of the patient handbook, ¿living with the heartmate 3¿, also outlines care instructions in reference to preventing infection and provides suggested responses in the event of infection. The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.